Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the pump shutdown due to normal battery depletion; blood glucose (bg) level was 369 mg/dl. Customer subsequently went to the emergency room. A correction bolus via the pump, and intravenous saline and insulin were administered to address bg. Customer was released from the ER approximately 3 hours later. A pump system check confirmed pump was functioning properly.